Manufacturer narrative:
(Blade seized/stopped) - conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the blade seized. The device was replaced with another hand piece and the procedure was successfully completed with no adverse pt consequences.